Event description:
During the svc process, it was found that the pt assist port on the power board was damaged. This damage caused failure to send a signal to the remote alarm in testing.

Manufacturer narrative:
This MDR 2031702-2013-00092 is being filed beyond the 30 day reporting time line.